Manufacturer narrative:
Result: brake cams.

Event description:
It was reported by service report that the stretcher brakes would not stay locked. No pt involvement or adverse consequences are reported.